Manufacturer narrative:
The reported event was addressed with phone support. The customer manually rotated the endoscope to get the correct orientation. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) and reported they had issues when docking the robot, they installed the camera but noticed that it was not the correct orientation, caller stated they had to rotate it manually based off the screen. The tse recommended should they encounter the issue again, to remove the camera, engage the clutch button to clear the guided tool change (gtc) memory and reseat the camera. The procedure was completing as planned with no reported injury.